Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that while performing a dialysis line insertion they encountered some difficulty advancing down the internal jugular vein. A 4fr sheath was inserted and the angiographic catheter and a glidewire were used to access the svc. A piece of the catheter had fractured and embolized into the left pulmonary artery. The customer had to perform a separate procedure to retrieve such piece which was successful.